Event description:
While transferring baby from mom's arms to radiant warmer, uvc snapped in two, requiring removed of uvc before planned removal. No blood loss. Dr. Notified. Uvc removed. Piv started.